Event description:
It was reported that during surgery the device appears to not be properly calibrated and it made a bigger hole than expected on the skin. The taken graft was not used and an additional unplanned graft was taken. Sutures were not required. There was no delay in the procedure and another device was utilized to complete the procedure. Due diligence is in process and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone: (B)(6). G2 country: canada.

Event description:
Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the control bar was loose and not in the correct position. The control bar was adjusted, the spring seal was stretched to raise rpms, and the fine adjustment cams, vespel, semi-circle bearings and set screw were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.